Manufacturer narrative:
Additional information received indicated that the explant was on a male patient's left eye (os) as the patient could not tolerate the symphony lens. It was reported the explanted lens was replaced with a model pcboo (18.0 diopter) lens. There was no incision enlargement and no sutures required and no vitrectomy was performed. There was no patient post-op injury reported. Initially it was reported that the lens was explanted on (B)(6) 2017. However, new information received reports explant was actually on (B)(6) 2017. Age/date of birth: (B)(6). Sex/gender: male. If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2017. Initial reporter title and name: doctor (B)(6). Health professional: yes. Occupation: physician. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zxr00 was performed. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 4/21/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection of the return sample shows the product is cut in pieces, most probably to make explant possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this product order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Further follow up with the customer indicated that the information they provided was in fact incorrect. Therefore, MDR follow up #1 was submitted with this incorrect information. The following correct information was provided by the customer. (Left eye) had a zxr00 ¿ sn (B)(4) ¿ implanted on 1-10-2017. It was explanted on (B)(6) 2017 and a pcb00 23.0 diopter was implanted. Female patient's date of birth is (B)(6). The following has been updated accordingly: age/date of birth: (B)(6). Sex/gender: female. Date of event: (B)(6) 2017. If implanted, give date: (B)(6) 2017 if explanted, give date: 3/9/2017 all pertinent information available to the manufacturer has been submitted.